Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced severely sick and had severe stomach cramps. The cgm device was showing a sensor error and when a fingerstick was taken the blood glucose reading was around 400 mg/dl. The last known cgm reading before the error state was 140 mg/dl. The patient was treated with insulin by the parent and following the treatment the parent called emergency medical services (ems). When the paramedics arrived the cgm was still showing a sensor error, and the blood glucose reading was still around 400 mg/dl. The paramedics advised the parents to treat again with insulin and brought the patient to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 600 mg/dl and ketones would have been high. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. Eventually the cgm readings returned and were accurate when the blood glucose reading was 300 and 182 mg/dl. The patient was discharged the next day. At the time of the report the patient was stable. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.